Event description:
It was reported that the rigid videoscope had a cracked lens. There were no reports of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d4, d8, d9, g3, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported cracked lens failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as the device was not returned, the most probable cause is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.